Event description:
Information was received regarding a cadd solis vip pump. It was reported that the pump battery would not hold a charge. It is unknown if there was a patient present during the reported event. No adverse event or injury was reported.